Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the standard fixed core wire guide was shredding during a cystoscope. It was described as pulling an elastic band with the fibers coming apart. Another device was used to complete the procedure. The shredding occurred inside the patient upon removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information received 12jun2018: the nurse present during the procedure reported, ¿my visual of the wire is that it was intact prior to withdrawal, the shredding is occurring on removal.¿

Manufacturer narrative:
Method codes: 4114, device not returned. Results codes: 3221, no findings available. Conclusion codes: 4315, cause not established. Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, manufacturing instructions and quality control data. The customer reported using a standard fixed core wire guide from an unknown lot (indicating possibly either from lot 8593029 or 8557980). A review of the device history records for both possible lots was performed. The review showed 0 non-conformances for lot number 8593029. Two related non-conformance issues were found for lot number 8557980. The non-conformances included 3 products with a bent wire and 1 damaged wire guide. These items were scrapped in quality control. There is no indication of additional nonconforming devices in house or in the field. A review of complaint history revealed no other complaints have been received for either of the 2 possibly related lot numbers 8593029 or 8557980. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The question of what exactly ¿shredding¿ consisted of was unable to be answered, as the customer was unable to be reached for clarification on this description. It is possible that user technique was a factor as the customer stated that the device was new to them. It is also possible the cystoscope may have been pinched by patient anatomy at some point, causing the wire guide inside to ¿shred¿ as it was being withdrawn through that point. Without additional information however, this cannot be confirmed. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.